Manufacturer narrative:
The customer¿s report that the tubing came apart below the drip chamber was confirmed. Visual inspection observed a separation at the engagement of the drip chamber¿s outlet port. The remainder of the set was not returned for investigation. Functional testing could not be conducted due to the separation. The root cause of the customer¿s experience was a manufacturing issue due to insufficient solvent being applied at the junction of the tubing.

Event description:
It was reported that the rn spiked the bag of IV potassium IV piggyback using secondary tubing and the tubing came apart below the drip chamber. The event occurred prior to connecting the IV tubing to the patient. There was no patient harm. Photo of the IV tubing was provided by the customer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Race: caucasian. Medical history: metastatic testicular carcinoma, admitted for chemotherapy.

Event description:
It was reported that the rn spiked the bag of IV potassium IV piggyback using secondary tubing and the tubing came apart below the drip chamber. The event occurred prior to connecting the IV tubing to the patient. There was no patient harm. Photo of the IV tubing was provided by the customer.